Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving fentanyl at an unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain and trunk/limbs chronic/intractable pain. It was reported that the patient's pump was empty. It had been empty for about 6 months prior to 2018-feb-15. The hcp wanted to do a rotor study and then possibly fill the pump with drug. No symptoms were reported. There were no further complications reported at this time.